Event description:
It was reported that the patient's insertable cardiac monitor exhibited slow bluetooth telemetry during initial device set up. It was reported that after a long period of time, r-waves were unable to be measured, however device parameters were able to be programmed. No further intervention was performed. The patient was stable.